Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) streptomycin false resistant patient result to mycobacterium tuberculosis was obtained. It was noted the streptomycin false resistant result was not consistent with the clinical picture or to the local epidemiologist. Upon repeat patient testing, a streptomycin susceptible result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) streptomycin false resistant patient result to mycobacterium tuberculosis was obtained. It was noted the streptomycin false resistant result was not consistent with the clinical picture or to the local epidemiologist. Upon repeat patient testing, a streptomycin susceptible result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: mgit 960 sire supplement kit batch 4319647 is composed of mgit 960 sire supplement batch 4159885, mgit 960 streptomycin batch 4144289, mgit 960 isoniazid batch 4137169, mgit 960 rifampin batch 4137170, and mgit 960 ethambutol batch 4144292. The batch history record reviews for the kit and each of its components were satisfactory, and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixing until a homogeneous solution is obtained. The solution is then sterile-filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin, and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogeneous solution. The solution is then sterile-filtered, dispensed into vials, and stoppered by machine. The vials are lyophilized, and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make an mgit 960 sire supplement kit (material 245123). Retention samples from the components of kit batch 4319647 were available for inspection. Retention samples were performance-tested for antibiotic susceptibility per the bd standard performance protocol as described in the IFU (instructions for use) for this product (available on bd.com/e-labeling). The test included testing streptomycin batch 4144289 against atcc 27294 (mycobacterium tuberculosis h37rv) and atcc 35822 (mycobacterium tuberculosis (zopf) lehmann and neumann h37rv-inh-r) with the bd mgit system. All organisms tested for antibiotic susceptibility had expected results from the instrument within 4¿13 days as listed in the certificate of analysis and the IFU. Growth controls for this test were also satisfactory. There were no photos or returned samples from batch 4319647 available for investigation. Retention sample testing of the batch in question was satisfactory. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.